Event description:
The patient reported that after changing a tire, he heard a popping sound in his lower back. The patient believed he had herniated another disk. The patient reported a loss of therapeutic effect and a return of numbness in his legs, but he also reported still feeling stimulation. The patient was encouraged to contact his hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.